Manufacturer narrative:
One pump was returned for analysis in good condition. The event history log indicated 36 no disposable alarms were recorded. Simulated use testing was performed and confirmed that the pump did alarm with a double beep upon powered up without a disposable attached. The downstream occlusion sensor was replaced to address the issue. Based on the evidence, the complaint was confirmed. The root cause was unable to be determined.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an alert indicating no cassette/disposable detected. No adverse patient effects were reported.